Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that the infusion sites became infected which caused the high. The blood glucose reading was over 800 mg/dl. Hospital stabilized the blood glucose levels. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement, prime, basic occlusion, occlusion and no delivery tests. The bolus wizard functioning properly per bolus wizard sample in user guide. The insulin pump had ghosting display, problem isolated to lcd board. The insulin pump had cracked battery threads, case window display corner, lcd window, scratched lcd window and case.